Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 45 mg/dl. They treated their low blood glucose level with food and it went up to 167 mg/dl. The customer¿s current blood glucose level was 249 mg/dl. Troubleshooting was performed and insulin exited without incident. It was also found that the reservoir was showing more insulin than what was shown in the status screen. The customer stated they were exercising during the time of the low blood glucose. They were advised to monitor the insulin pump and call back if issues persist. The device will not be returned for analysis.